Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported there was an implantable neurostimulator (ins) pocket issue. The patient had fallen and hit the right ins on a sink. The fall had pushed the ins out of the pocket. The cause of the fall was not determined, but the patient was elderly. Following the fall, the ins and extension were removed in (B)(6) 2015. Following the revision, the patient had completely recovered. There was no damaged to the lead and a new ins and extension were implanted in (B)(6) 2016. The patient was going to be programmed in approximately two weeks. The patient's indication for use is parkinson's dual and movement disorders.